Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 306mg/dl (non-fasting). The customer's expected fasting blood glucose test result range is 70 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 224 and 211mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(4). Customer stated that his doctor changed his medications recently. He did not remember his hga1c and that he did not need medical attention. Customer is not on insulin.